Manufacturer narrative:
Analysis found that the device came with a missing spare of fuses, broken clamshell, broken cable clip and cracked enclosure box. The parts were replaced. The device was tested and passed according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the device was not working properly. There was no known patient impact reported.